Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, complication in site preparation (missing teeth), perhaps bruxism, peri-implantitis, pain, bleeding, inflammation, mobility.